Event description:
The field service representative (fsr) reported that the glp aliquot module (am) (ln 06q12-01), sn (B)(4), would incorrectly print the secondary tube labels. The fsr noted that the tests printed were not specified by the laboratory information system (lis) and do not exist in analyzer management system (ams) or track workflow manager (twm). There was no reported impact to patient management.

Manufacturer narrative:
During product evaluation, an issue was identified where the label for the secondary tube that was created from the glp systems track aliquot module (am) (list number 06q12-01), serial (B)(4) would incorrectly print the secondary tube labels. Further investigation into the issue found that the issue could be attributed to a character limitation. The aliquot module is limited to print labels for the secondary tubes to 49 characters or less. If there were 50 characters or more, this issue would cause the aliquot module to print the last label that was within the character limit, (which was usually the previous sample tube) onto the next label. This issue has the potential to cause a delay in results due to a delay in sample processing if there was an improper configuration of the system (modules or software) by the operator. There have been no reported injuries as a result of this issue. The frequency of the hazard was assessed and determined the overall frequency is low, which has not changed from the predicted frequency as outlined in the risk management file. Based on the available information, a deficiency was identified for the glp aliquot module (am) (list number 06q12-01) as it did not perform per the service manual label printer hermes+ (9008980, 04/2015). This issue will be addressed in a future revision of the software to avoid further occurrences where the software update will no longer allow to enter more than 50 characters. This report is being filed on an international product, glp aliquot module (am) (list number 06q12-01, a module of the laboratory automation system glp systems track, which is registered in the us, list number 04z96-51. Note: the glp systems track is not yet marketed in the us. This MDR was initially submitted on 23sep2022.